Manufacturer narrative:
The mechanism was received on (B)(4) 2013. During testing, it was noted that the device door roller was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was broken off.